Event description:
It was reported that the pt experienced an infection; the pump was explanted. The pump was recently implanted as a replacement due to upcoming end of life of the prior pump. The pump was removed approximately 1 month later. The hcp planned to externalize the catheter and deliver baclofen with a externalized pump. Options for dilution and storage of the baclofen in an intravenous bag were being considered.